Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2022-01640 and 3006705815-2022-01641. It was reported that the patient experienced ineffective stimulation. Imaging confirmed the leads had migrated. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which two leads the patient has implanted, so all leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that patient underwent surgical intervention in which their leads were explanted. High impedances were also noted on one lead. It is unknown which lead had it, so it will be reported on both.